Manufacturer narrative:
Information provide by the user facility identified that this was a user preference issue and that no device malfunction had occurred.

Event description:
It was reported that allegedly a patient almost slipped off the stretcher because the mattress slid out from under them. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that allegedly a patient almost slipped off the stretcher because the mattress slid out from under them. The patient was not adversely affected and no clinically relevant delay in treatment was reported.